Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the devices randomly shutting down when either bumped up against or during patient transport. This was reported to bd representatives during their site visit. There was no information on patient involvement. The devices were not available for investigation.